Event description:
The customer reported that the insulin pump alarmed no delivery and motor error. Customer stated experienced three times no delivery alarm. Customer stated reset the set and continued to use the set. Customer unable to troubleshoot due to this was past event. Assisted the customer to review the history alarm and found motor error alarm. Customer's last blood glucose stated was not sure was 120 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.